Event description:
It is reported that the patient was revised due to pain and a broken articular surface.

Manufacturer narrative:
Review of device history records, product compatibility, and complaint history could not be performed due to lack of product identification. No medical records, surgical procedure reports, discharge instructions, follow-up notes or physical therapy notes have been provided; it is unknown if any operative complications occurred. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.